Event description:
It was reported that pump experienced malfunction alarm with code that caller was able to reset with guidance from technical support, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, did not experience recurring malfunction, was advised to continue using pump.